Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that an ins8330 hermetic lumbar catheter, open tip stopped working after 4 days ((B)(6) 2014) and leaks (csf) cerebrospinal fluid. The patients' age, gender and under lying medical condition was not provided. The surgeon did not remember the amount of csf that was lost. The patient did not incur an injury because of this issue. The ins8330 catheter was removed on (B)(6)2014. Another catheter was inserted, however, it was another manufacturers' product. The date it was inserted was not provided.